Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that noise occurs when moving near the video connector boot, on the flex deflectable videoscope. The reported allegation occurred during set up and the cause is unknown. There was no patient involvement reported.